Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea(cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("migraine,"). The patient was treated with surgery (hysteroscopy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, fatigue, dyspareunia, menorrhagia, psychological trauma and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine and psychological trauma to be related to essure. The reporter commented: insertion date discrepancy: in previously it was 2011 and now it is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: result : bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, psychological trauma, migraine, fatigue. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea(cramping)') in a 45-year-old female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("migraine,"). The patient was treated with surgery (hysteroscopy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, fatigue, dyspareunia, menorrhagia, psychological trauma, migraine and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy: in previously it was 2011 and now it is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: lot number was added, newly added events- vaginal haemorrhage, essure insertion date were updated, reporter was added, consumer height was added, lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea(cramping)') in a 45-year-old female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("migraine,"). The patient was treated with surgery (hysteroscopy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, fatigue, dyspareunia, menorrhagia, psychological trauma, migraine and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy: in previously it was 2011 and now it is (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result : total bilateral occlusion.. Lot number: 50512942 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.